Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition could not be duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 2 for the same event. Report received from the USA stating that during crani surgery the attachment device and the motor device ¿heated up.¿ there was no delay in surgery. A spare identical motor device was available for use and the surgery was completed successfully. There were no injuries or medical intervention required. The reporter declined to provide patient information. There was no additional information provided.